Event description:
New information received notes that the atrial lead impedance was noted to be high and out of range. It was speculated that the noise was caused by the lead damage on both atrial and ventricular lead. Patient was asymptomatic. It was recommended to either reprogram the device or perform lead revision. Physician prefers to monitor the situation for now.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, episodes of inappropriate auto mode switching and high ventricular rate due to oversensing of possible lead noise were observed. Review of the transmission revealed possible lead noise on both the atrial and ventricular leads. A single atrial lead impedance measurement less than the lower limit was also noted. There were no other electrical anomalies. The patient came into clinic for follow-up. Isometrics and pocket manipulation were performed. Presenting rhythm demonstrated atrial noise. Programming changes were made. Patient was no longer mode-switching and v-pacing, but began atrial pacing and conducting (vs). Atrial sensitivity was decreased. V-pacing was about 91%. Patient will be re-evaluated at next in-clinic visit. Patient was asymptomatic.